Manufacturer narrative:
(B)(4). (B)(4). Complaint conclusion: this is a case from japan smart pms for superficial femoral artery (sfa) and the case number is (B)(4). Approximately three years post stenting procedure with a smart stent (7x150mm) to the middle portion of the left femoral artery, the patient expired due to sepsis. At the time of the index procedure the smart stent was placed in the target lesion without any issues. Details are unknown. The cause of the sepsis is unknown. The product remains implanted in the patient and thus is not available for evaluation. A device history record review was performed and showed that the lot of products met all requirements per the applicable manufacturing quality plan. The adverse event of sepsis infection is listed in the instructions for use of the device. No additional intervention was reported to have been performed as a result of the reported event. Without any additional information such as the patient¿s medical history, medical regimen, and with no relationship of the event to the study devices/procedure provided by the study investigator or return of the product it is not possible to determine what factors may have contributed to the reported event or draw any conclusion/root cause. Based on the minimal available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
This is a case from japan smart pms for superficial femoral artery (sfa) and the case number is (B)(4). Approximately three years post stenting procedure with a smart stent (7x150mm) to the middle portion of the left femoral artery, the patient expired due to sepsis. At the time of the index procedure the smart stent was placed in the target lesion without any issues. Details are unknown. The cause of the sepsis is unknown.